Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6fr sheath in the right common femoral artery. Following the deployment the patient experienced a red, swollen and painful groin site, which was successfully treated with antibiotic therapy.